Event description:
Pt's oral endotracheal tube became displaced. Ett was removed and replaced x3. The pt developed subcutaneous emphysema across anterior chest. Emergent bronchoscopy performed to rule out tracheal tear; no gross abnormalities found, no treatment necessary. Blood from tube.